Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient stated he did not check his receiver during the day because it was not alerting him until he felt lightheaded and about to pass out. He checked his blood sugar with a glucometer and it was 664 mg/dl. He did not take any medications and asked his brother to take him to the hospital. At the hospital, his blood sugar was confirmed to be 664 mg/dl. He was given medication for vomiting, stomach bile, nausea and for pain. He was also treated with insulin via syringe. At this time, he still did not check his cgm readings and continued to ignore it despite not getting alerts. After 4-5 hours, his blood sugar went down to 245 mg/dl and released from the hospital the same day. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.